Manufacturer narrative:
(B)(4). Returned for investigation was a battery (p/n: 4000-9022-002, l/n:18c25d0102). The sample was dropped off by the field service agent. Visual inspection of the battery was performed and no abnormality was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The batteries were then left to charge in the iabp for over 9 hours. The full charge of batteries was 13.1 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed properly "less than 20 minutes remaining", "less than 10 minutes remaining", and "less than 5 minutes remaining". The total battery runtime was approximately 93 minutes. The pump passed the battery load test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. (B)(4), (B)(4) and (B)(4) were initiated on lot 18c25d0428 for "correct the screw spec ification", "does not hold the memory and real-time clock", and "new retainer ring"; the lot was released per procedure. This is not relevant to the reported complaint. Corrective action is not required. The reported complaint of "shut off during transport" was co nfirmed by the field service agent; however, the returned helium regulator passed functional testing during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "today while at hartford hospital I was informed that iabp serial number (B)(6) had an on-patient incident. I was told that the unit had shut off during transport but was not given any patient information".